Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a replacement procedure, this right ventricular (rv) lead was implanted and exhibited good measurements. However; after the pocket closure, the patient's condition deteriorated. The physician suspected that the lead had perforated. Additional information was received, stating that the patient was transferred to another hospital. Additional information was requested regarding the event resolution. No additional adverse patient effects were reported. Additional information was received that this patient passed away after being transferred to the other hospital. The actual date of death and the official cause of death were not reported. It was reported that the patient had been in poor condition at the time of the initial implant procedure, with high inflammation values and general disorientation. Cancelling the procedure had been considered, but it was noted that the patient's family was determined that the initial implant procedure be performed. This lead was not explanted post-mortem.

Event description:
It was reported that during a replacement procedure, this right ventricular (rv) lead was implanted and exhibited good measurements. However; after the pocket closure, the patient condition deteriorated. The physician suspected that the lead had perforated. At this time, evidence suggests the lead remains in service. Additional information was received, stating that the patient was transferred to another hospital. Additional information has been requested regarding the event resolution, but has not yet been received. No additional adverse patient effects were reported.